Event description:
A registered nurse went to remove a patient's PICC line (located on the patient's right upper extremity),removed one stitch, and part of the PICC fell out. Twenty-five cm of the PICC line was retained by the patient. Stat x-rays were ordered and the PICC fragment was observed. The fragment was removed by interventional radiology. The patient is stable, to be discharged back to the nursing home at the end of the week. The PICC was installed at the nursing home five days prior to the event.

Event description:
A registered nurse went to remove a patient's PICC line (located on the patient's right upper extremity),removed one stitch, and part of the PICC fell out. Twenty-five cm of the PICC line was retained by the patient. Stat x-rays were ordered and the PICC fragment was observed. The fragment was removed by interventional radiology. The patient is stable, to be discharged back to the nursing home at the end of the week. The PICC was installed at the nursing home five days prior to the event.